Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the preprocessor had yellow foreign matter. The issue occurred during reprocessing. The undisclosed procedure was completed utilizing the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was noted, the main component analysis of the foreign material revealed that the main component was protein. The protein component may not be a foreign material derived from the reprocessor main unit, the yellow resin or rubber part was found to be used for the valve unit of the pump in the reprocessor. However, based on the information that was obtained the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reprocessor had yellow foreign matter. The issue occurred during reprocessing. The undisclosed procedure was completed utilizing the same set of equipment. There were no reports of patient harm.